Event description:
3 months after implantation, noise sensing was suspected; at the time of this noise sensing, the programming head was over the ICD device. As soon as the head was removed, noise disappears.